Event description:
A customer from (B)(6) notified biomérieux of obtaining false resistant ceftriaxone results when testing streptococcus constellatus with vitek® 2 ast-st03 test kits ((B)(4). Streptococcus constellatus isolate vk258349, tested with ast-st03 lot 5420653103 obtained ceftriaxone mic=1 (r). Gradient mic was 0.19 mg/l (s). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for false resistant ceftriaxone results when testing streptococcus constellatus isolates with vitek® 2 ast-st03 test kits (ref. 421040). Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to reference. Fsca 4075 was initiated 16oct2018 to address elevated ceftriaxone mics for s. Anginosus/s. Constellatus strains when using eucast breakpoints. Vitek 2 ast-st03 lot # 5420670103 and 5420653103 met final qc release criteria. These lots passed qc performance testing.